Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that "infusion pump was displaying a greenlight that it was dispending medication but there was nothing dispending for 30minutes." There was patient involvement but no harm. Customer stated that the "pump did not alarm when it was still administration medication when it wasn't supposed too."

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an under infusion could not be confirmed. Log review and testing could not identify or replicate the issue. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification with no signs of under infusion. The review of the suspect pump module and concomitant pcu error logs showed no records associated to the reported incident. The review of the concomitant pcu event log showed that on (B)(6) 2025 at 9:26am, the user programmed an abatacept guardrails infusion with a rate of 200ml/hr, a volume to be infused (vtbi) of 100ml and started a 5 minute delay. At 9:28 am, the user started the infusion. The primary volume infused (pvi) was recorded as 0ml. At 9:54 am, the channel alarmed for patient side occlusion. The channel alarmed for safety clamp open during one second before the user closed the door. The user restarted the infusion. The pvi was recorded as 85.29ml. At 10:00 am, the infusion finished with keep vein open (kvo) alarm and the user selected a new vtbi of 25ml. The pvi was recorded as 100.016ml. At 10:09 am, the infusion finished with kvo alarm and the user selected a new vtbi of 30ml. The pvi was recorded as 125.162ml. At 10:19 am, the infusion finished with kvo alarm and the user channeled off the module. The pvi was recorded as 155.282ml. The bd alaristm system with guardrailstm suite mx user manual (v12.3.1) states: do not touch the administration set while closing the door. Ensure tubing placement is over pressure sensors. Ensure the upper fitment is not elevated above the receptacle on the pump. This could be caused by maintaining traction on the set (or stretching the set) while closing and latching the door. If the set is loaded in this manner, infusion inaccuracies may occur. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to service: suspect pump module (B)(6) w/o: (B)(4). Device was opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report of an under infusion could not be identified. Review of the device logs and laboratory testing performance demonstrated the device operating as intended. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that "infusion pump was displaying a greenlight that it was dispending medication but there was nothing dispending for 30minutes." There was patient involvement but no harm. Customer stated that the "pump did not alarm when it was still administration medication when it wasn't supposed too."